Event description:
It was reported that the screws have started to back out of the nail approximately two (2) months post implantation. No consequences or impact to the patient. Due diligence is completed for this complaint; to date whatever additional information received has been captured in this report.

Manufacturer narrative:
(B)(4). D10 ¿ associated products: item #47-2486-040-40 item name #blunt tip screw, 4x40mm lot #3054465. Item #47-2486-040-40 item name #blunt tip screw, 4x40mm lot #2999928. Item #110035651 item name #humerus calibrated drill, 3.3mm, sterile lot #3026085. Item #110035668 item name #humerus ball nose guidewire, sterile, lot #3056510. Item #47-2486-126-40 item name #cortical bone screw, 4x26mm lot #3091273. Item #47-2486-136-40 item name #cortical bone screw, 4x36mm lot #3024634. Item #47-2486-124-40 item name #cortical bone screw, 4x24mm lot #3054270. G2 ¿ foreign ¿ australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were not provided. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, ascientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is thesecond most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus natural nail proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00368, 0009613350-2023-00367, 0009613350-2023-00370. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.